Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral sapingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral sapingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of irregular menstrual cycle, placenta previa (anterior marginal previa) and placenta praevia without haemorrhage, antepartum (without hemorrhage - not delivered) in 2013 and false labor (at or after 37 completed weeks of gestation), vaginal delivery (female 7-15 lbs), heartburn, foetal growth restriction, heartburn, left lower quadrant pain, cough, abdominal pain, nausea, haemorrhage in pregnancy, acute sinusitis, multi gravida (3) and uterine myoma. Concomitant products included ketorolac since (B)(6) 2013, aleve (naproxen sodium) since (B)(6) 2013, tylenol (paracetamol) since (B)(6) 2013 and acetaminophen; hydrocodone (hydrocodone; paracetamol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2735 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she was found to have ovarian germ cell teratoma benign ("left ovarian dermoid cyst"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and ovarian germ cell teratoma benign to be related to essure administration. The reporter commented: essure placement details on (B)(6) 2013 the endometrium appeared normal polyp(s) seen: no ·sub-mucous myomas seen: no both tubal ostia were visualized. 1st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 3; 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 4. Hysteroscope removed from uterine cavity. Patient tolerated the procedure without incident. Essure removal details on (B)(6) 2021 preoperative diagnosis: bilateral tubal occlusion secondary to essure postoperative diagnosis: bilateral tubal occlusion secondary to essure left ovarian dermoid cyst procedure: tub uterine implantation, bilateral left ovarian cystectomy. Specimens: two essure devices discarded, dermoid cyst wall and contents discarded complications: none findings: the uterus was normal in size. The left ovary was enlarged to 15 cm with a smooth ovarian capsule and consistent with a dermoid ovarian tumor. The right ovary was normal. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tub uterine implantation was performed through bilateral cornual uterine incisions. The patient was awakened and taken in satisfactory condition to the recovery room. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2013: pregnancy test negative. [Pregnancy test urine] on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one dermoid cyst of ovary was described in patient medical record. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and the follow information were included, other health professional¿s reporter, physician¿s reporter, medical history, lab data, concomitant products, new event dermoid cyst of ovary. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.